Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the causes of the device issues were not determined. The device malfunctioned and patient will be having the device replaced, but not yet planned. Issue was not resolved. No further complications were reported at this time.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported getting "internal device has lost all data message" with instruction to contact their clinician.  The message meaning was reviewed and the patient was redirected to their healthcare provider (hcp) to address the issue.  The agent did not ask about the circumstances that led to the reported issue. The patient stated "not sure" when asked for the event date.  The hcp called to report they were seeing the patient today to check on their system. The patient only received therapy benefit for a few weeks after implant and then it wore off after that. Today in clinician app, the patient's ins is showing at eos. The patient recalls seeing their therapy at 8.5ma but that's what they were programmed at after the implant and have not touched the settings since then. Usage data in the clinician app shows no data. All impedances are yellow showing >4,000 on all electrodes. The patient has had no falls or tra uma. The need to replace the ins and check lead status if they were going to replace the ins was reviewed. The caller said they typically replace any leads that have impedance issues anyway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.